Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that errors occurred. It was additionally noted that the red display wire was pinched and the insulation exposed, the boss on the upper case was broken, three case screws were contaminated and that this device needed the new battery shorting bar design. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error code. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.